Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a recurring drawer failure occurred where the drawer was not detected on the bus. The issue persisted despite prior service, during which row board cables were reseated; however, the rear cable was not addressed. Further intervention was recommended, as the problem remained unresolved and required additional service follow up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found that drawers could be filled multiple times, and storage space recovery actions had been successful. As a proactive measure, all connections on drawers 3.1 and 3.2 connected to the auxiliary station were reset. During this process, the drawers were also cleaned to remove any trash and debris. During the inspection of drawers 3.1 and 3.2 on the auxiliary unit, the fse observed that drawers 4.1 and 4.2 also had a door malfunction at the same time. The fse performed corrective work, cleaned out all trash from the drawers, and reset the connections at the back of the drawers. The system functioned as intended after field service engineer repaired the device.